Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2007. The next event was on (B)(6) 2010 when the device failed a self-test due to a low battery. The user was alerted by an audible beep and a flashing red led status indicator. There was no problem found with the returned pad or pad-pak. The low battery warning was correctly issued to warn the user that the pad-pak was coming close to expiry. The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. After this date there was multiple events on the same day which would indicate the device was switching itself on automatically.